Event description:
O.r nurse began having irritation issues in 2004. Has history of eczema. While using the glove, hands became much worse; red, open and sore. Required IV and topical medication. Saw specialist and is going for further allergy testing. Using prescription creams to manage hands. Improvement noticed with treatment.